Event description:
It was reported that during the procedure the physician observed one cylinder would not inflate due to small fluid leak from the cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder was not implanted and a new ipp cylinder was implanted.

Manufacturer narrative:
Device analysis: product analysis confirmed a fluid leak of the inner tube which resulted in a cylinder bulge due to fluid between the inner and outer tubes. Pump functional test failures were also identified. The pump failed the 8lb. Activation test, therefore requiring more than 8lbs. Of force to activate. The pump also failed the deflation test 4 which verifies the internal check valve reactivates; this failure therefore indicates that fluid is flowing through the pump when it should not be. These pump functional test failures would affect the functionality of the device; a device malfunction can be concluded. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during the procedure the physician observed one cylinder would not inflate due to small fluid leak from the cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder was not implanted and a new ipp cylinder was implanted.